Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Note: this MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(4).

Event description:
Edwards reviewed article an unusual case of an acquired aortopulmonary surgical replacement of a bicuspid aortic valve, in hindawi. Case reports in cardiology. Vol. 2021 article ID 9088024 https://doi.org/10.1155/2021/9088024. A 23mm magna ease aortic valve was explanted due to ventricular septal defect (vsd) involving lower border of the valve which entered the right ventricle adjacent to the septal leaflet of the tricuspid valve and an aortopulmonary artery fistula. At time of initial implant of the 23mm magna ease the 63-year-old male patient was admitted for septic shock secondary to methicillin-sensitive staphylococcus aureus bacteremia and nstemi. Patient was found to have severely stenotic bicuspid aortic valve and aortic root dilatation with concern for aortic root abscess. The patient underwent uncomplicated aortic valve replacement with the 23mm magna ease valve, a patch exclusion of the left coronary sinus abscess, aortoplasty, and coronary artery bypass grafting. The patient was discharged to acute rehab facility on a 6-week course of IV antibiotics. Approximately four (4) months after discharge the patient returned for routine post-operative follow up when it was discovered on tee, a large vsd involving lower border of the valve which entered the right ventricle adjacent to the septal leaflet of the tricuspid valve and an aortopulmonary artery fistula connecting the sinus of the valsalva to the pulmonary artery and moderate dilatation of the aortic root with an aneurysmal appearance. It also revealed a normally seated bioprosthetic valve with no abnormal valvular motion of apparent dysfunction. The 23mm magna ease was explanted and replaced with a 23mm freestyle aortic root and ascending aortic replacement (24mm), with reimplantation of svg to lad bypass graft, and vsd closure. This 63-year-old male patient has a history of hypertension, hyperlipidemia, and obstructive sleep apnea.

Manufacturer narrative:
Corrected data: corrected b5, h6, h10. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards reviewed article "an unusual case of an acquired aortopulmonary fistula after surgical replacement of a bicuspid aortic valve," in hindawi. Case reports in cardiology. Vol. 2021 article a 23mm magna ease aortic valve was explanted (4 months post discharge from initial avr) to repair ventricular septal defect (vsd) and aortopulmonary artery fistula. The valve was replaced with a 23mm nonedwards porcine aortic root/valve with ascending aortic replacement and vsd closure. At time of initial implant of the 23mm magna ease the (B)(6) male patient was admitted for septic shock secondary to methicillin-sensitive staphylococcus aureus bacteremia and nstemi. Patient was found to have severely stenotic bicuspid aortic valve and aortic root dilatation with concern for aortic root abscess. The patient underwent uncomplicated aortic valve replacement due to endocarditis with the 23mm magna ease valve, a patch exclusion of the left coronary sinus abscess, aortoplasty, and coronary artery bypass grafting as the abscess involved the lad. The patient was discharged to acute rehab facility on a 6-week course of IV antibiotics. Approximately four (4) months after discharge the patient returned for routine post-operative follow up when it was discovered on tee, a large vsd involving lower border of the valve which entered the right ventricle adjacent to the septal leaflet of the tricuspid valve and an aortopulmonary artery fistula connecting the sinus of the valsalva to the pulmonary artery and moderate dilatation of the aortic root with an aneurysmal appearance. It also revealed a normally seated bioprosthetic valve with no abnormal valvular motion of apparent dysfunction. The 23mm magna ease was explanted and replaced with a 23mm freestyle aortic root and ascending aortic replacement (24mm), with reimplantation of svg to lad bypass graft, and vsd closure.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.